Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The alleged failure mode will be monitored for future reoccurrence. Alleged failure: 90-s cruise wands shorted (was stuck in the "on" mode) during a procedure in my arthroscopy rf trial the probable root cause/s could be an electrical short internal to the ceramic (location unable to be observed during visual inspection, requires milling of ceramic in order to verify) or an error with the associated console used during surgery. Button stuck in the firing position. (B)(4).

Event description:
It was reported that the 90-s cruise was stuck in "on" mode causing continuous activation during a procedure. Although there was patient involvement, there was no adverse consequence.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the 90-s cruise was stuck in "on" mode causing continuous activation during a procedure. Although there was patient involvement, there was no adverse consequence.